Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a root cause could not be determined as the device was not returned for inspection. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device displayed an e226 scope communication error. The issue was found during set up / inspection for use for an unspecified procedure. There were no reports of patient involvement.